Manufacturer narrative:
A battery was inserted multiple times and passed unexpected restart test. No unexpected restart alarm or unexpected pump reset noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement test and passed self-test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart when they changed the battery. The customer had to change the time and date and reset the reservoir every time they changed the battery. The same issue occurred three times. Customer's blood glucose level was 8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.